Event description:
Literature: cif l, vasques x, gonzalez v, et al. Long-term f/u of dyt1 dystonia patients treated by deep brain stimulation: an open-label study. Mov disord.2010;25(3):289-299. Summary: this article aimed to observe the long term efficacy of globus pallidal deep brain stimulation (dbs) in dyt1 dystonia, and the disease progression under dbs. Twenty-six patients were divided into two groups: those with a single lead and those with a second lead implanted due to worsening of symptomology. Reportable events: one extension cable broke that was implanted in a male pt, (B)(6) at the time of initial implantation surgery. One extension cable broke that was implanted in a male pt, (B)(6) at the time of the initial implantation surgery. One implantable pulse generator (ipg) spontaneously 'dysfunctioned' after three months. The pt was female with initial implantation surgery occurring at (B)(6). One male pt, (B)(6) at the time of initial implantation surgery, developed a 'hardware' infection. One male pt, (B)(6) at the time of initial implantation, developed a 'hardware' infection.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested.